Manufacturer narrative:
Analysis of the catheter revealed the catheter body was broken. A break was seen 43.5 cm from the distal end. The profile of both breaks were oval and jagged, suggesting the catheter was compressed in this area and eventually broke.

Manufacturer narrative:
Catheter model#8709sc lot# n172543012 implanted: (B)(6) 2009 explanted: (B)(6) 2011. The analysis results for the returned catheter segment were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced increased pain and increased spasticity. A pump study occurred on (B)(6) 2011. A dye study was attempted; however, no cerebrospinal fluid (csf) was withdrawn so the study was aborted. A catheter revision was performed on (B)(6) 2011. Upon disconnecting the catheter from the pump, it was determined that no csf was flowing or could be withdrawn via a syringe. When the surgeon attempted to remove the catheter from the pump pocket he had "met resistance" and the same occurred when he tugged on the catheter at the spinal site. The catheter occlusion was on the right side of the patient's body along the path of the catheter as it came around to the front of his body where a "splicer" was noted as having had connected two catheter segments in the left flank area. A new catheter was placed. The explanted catheter was returned to the manufacturer for analysis. The patient's outcome was unknown. The drugs in the pump were dilaudid, compounded baclofen and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.